Event description:
During a procedure samples were stuck in the insta vision and they did not transfer to the chamber. They could not proceed with the case. To remove the sample from the insta vision the probe had to be broken down and the tissue had to be removes with a syringe. There was a foreign material found in the tissue. It looked like a translucent plastic piece. They do not know what it is or where is came from.

Manufacturer narrative:
The mammotome revolve ex probes are sterile, single use devices, indicated to obtain tissue samples from the breast or axillary lymph nodes for diagnostic analysis of breast abnormalities. It was reported by sales rep that samples were stuck in the insta vision and did not transfer to a chamber at all so that the customer could not proceed with the case. To take out the sample in insta vision, I broke down the probe and took out the them with syringe needle and found out a foreign body with tissue. It looked like a translucent and twisted plastic material. This incident has been recorded in complaint #(B)(4). Images of the foreign material were reviewed and neither the origin or composition could be identified. Devicor could not conclude that our device caused or contributed to this event. No patient complications have been reported. The foreign material was found inside the probe. Due to the allegation of device malfunction this has been determined to be reportable pursuant to 21 cfr 803. As such, we are submitting this medwatch report.